Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all add'l relevant info.

Event description:
Device issue: material rupture. Time of issue: during the procedure. Adverse event: none. It was reported that during the 1st inflation, the xience v balloon ruptured at 12 atmospheres. The stent deployed successfully. Pre and post-dilatation were performed using a non-abbott balloon. There were no reported adverse pt effects. Though requested, no add'l info was provided.